Event description:
A (B)(6) male patient underwent abdominal aortic aneurysm repair on (B)(6) 2007. The patient received a cook zenith flex aaa endovascular graft bifurcated main body and three zenith aaa endovascular graft iliac leg. The procedure was completed without reported incident. The aneurysm sac at time of repair was eight centimeters. Over time, after placement, the aneurysm sac shrank to six centimeters. Recently, on a follow-up, it was noted that the sac has now increased to seven centimeters. The angiogram and CT scan have appeared negative. The physician is gathering information to determine how to proceed. No additional patient information has been provided by the reporter.

Manufacturer narrative:
No additional patient information has been provided. At this time, there is no known device. Event evaluation: still under investigation.